Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg would not maintain a recharge and was deemed inoperable. As a result, surgical intervention was undertaken, explanting and replacing the device with a new model. Effective coverage was achieved postoperatively. The issue is resolved.